Event description:
A nurse coordinator called to report this incident. A post surgical blood glucose test was performed on the suspect device and the result was hi. A repeat test was then performed on the suspect device and the result was 536mg/dl. The patient was treated with 20 units regular insulin. A lab was also done and the lab result was 117mg/dl. Other blood glucose tests were then performed and the results were 41 and 57mg/dl. The patient was then treated with a dextrose IV for hypoglycemia. Glucose controls were used on the system and the low control was within range. The mid control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.